Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that display screen was blank. The customer¿s blood glucose was 316 mg/dl at the time of the incident. They tried cleaning the battery cap and the battery compartment. The customer has a back-up plan and has already started to use it. The insulin pump will not be returning for analysis.